Event description:
Symptoms has been resolved.

Event description:
Healthcare professional reported a patient was injected with 0.2mls of juvéderm® ultra xc into the mid cheek. The patient later has a vascular occlusion of the left cheek that was not apparent at the time of the injection. Patient went to the hospital but nothing was done there. Patient ultimately returned to the clinic where it was noted the nose was also mildly mottled. Patient was treated with 3000 unites of hylase, prednisolone, antibiotics, and led lights. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.